Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the vessel sealer extend instrument did not seal properly. The surgeon stated that the tissue was cut before it was fully sealed, and the usual machine tones were heard prior to cutting. The surgeon experienced pulsatile bleeding from a vessel branch after cutting sealed tissue, which was controlled with pressure from a robotic grasper for about 20 minutes until the bleeding stopped. The vessel branch was eventually clipped. The vessel sealer extend instrument issue involved insufficient sealing, as pulsatile bleeding occurred from a vessel less than 7mm in diameter but did not involve delayed sealing. The vessel sealer extend instrument worked during the case but failed to adequately seal the larger vessel. No other issues were reported during the procedure. Audible signals were emitted during the sealing sequence, consistent with expectations. Tissue effect was observed during the sealing cycle, and there was no known physical damage to the instrument upon inspection by the team. The procedure was completed robotically.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed the following possible related system errors: an error that was sent by the e-100 generator, multiple activation requests. A field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found. Unit replaced to satisfy customer. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the e-100 generator involved with this complaint was received for failure analysis. A visual inspection was performed and no issues were found that are related to the reported issue. The e-100 generator was installed and tested on a test system. The e-100 generator was activated in normal mode and the power led was red, indicating the unit failed.

Event description:
Refer to h11 for follow-up information.